Event description:
The registered nurse (rn) contacted global technical services (gts) regarding the home choice (hc) not draining the home patient (hp), which occurred during use, during drain. The rn said that the hc went on to fill. The rn had to do a manual drain and drained out 4600 ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The nurse was made aware of the event. She stated that the patient's largest prescribed fill volume (lpfv) is currently 2500 ml. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds (B)(4) of the maximum prescribed cycle fill volume). The rn stated that the patient has been doing fine since then. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The reported problem of iipv was not confirmed through sample evaluation or event history log review. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.